Event description:
It was reported that plastic stripped where the screw that connects the two pieces to make the seat and back. Screw is fine, but can not stay because of the plastic being to thin to hold the screw (B)(4).